Event description:
Pt reported to his dentist that the acrylic shelf of the lower tray of his oral appliance came loose. There was no harm to the pt. A replacement device fabricated and sent to the pt.